Event description:
Same case as #6000093-2005-00971. It was reported that three months post a coronary drug eluting stenting treatment procedure, an aneurysm developed. The pt arrived to the cath lab on an elective basis for cardiac catheterization. Access was obtained through the right femoral artery. The lesion was located in the mid right coronary artery (rca) with a >50% stenosis. A 3.0 x 20mm maverick ii balloon was used to predilate the target area twice to 6 atm's for 16 secs and 11 secs. The physician placed the first taxus express2 3.0 x 24mm drug eluting stenting deployed it to 15 atm's for 19 seconds. The second taxus express2 3.0 x 24mm drug eluting stent was placed and deployed to 15 atm for 34 seconds. The pt had no complaints of chest pain at the end of the procedure. The pt received versed, fentanyl and heparin during the procedure. Three months later the pt presented with chest pain. It was determined at that time that the circumflex artery needed stenting. Two taxus stents and a vision stent were implanted. During the procedure the physician discovered multiple small aneurysms throughout the proximal, mid and distal rca. The physician believed it to be a reaction to the stents previously placed. The pt was recently seen by the cardiologist at the clinic in follow-up. The pt had no complaints. The physician made some medication adjustments and instructed the pt to return in six months for reevaluation. The pt will continue to be monitored as needed.

Event description:
It was further reported that the pt had a cardiac catheterization done with no intervention 5 days prior to the initial implant.